Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The healthcare provider (hcp) called boston scientific technical services (ts). The hcp reported the icm device popped out of the body of the patient. Ts referred the patient to the clinic. Additional information has been requested but no additional information was provided. Device is not expected to be returned. No additional adverse patient effects were reported.